Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws did not open after the 4th firing. This event occurred out of the patient, so there was no damage to the patient's tissue. There was no unexpected resistance or noise while firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event?---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. The analysis results found that the device was returned in good visual condition with a pear clip inside a plastic bag. A possible cause of this condition may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. Upon firing the device, during the first firing sequence, the cam and jaw got broken making the instrument non-functional. The damage jaw is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning process. Although the condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator was not completely visible. The indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the opening issues; however, a design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The batch record was reviewed and no anomalies were noted during the manufacturing process.